Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported during a routine tracheostomy tube change, the device flange was found torn. The tracheostomy tube was in use for one day. No adverse events reported.

Manufacturer narrative:
The suspect device sample was returned to the manufacturer for product investigation. Visual inspection of the device observed a tear in the outer cannula (main shaft) of the tracheostomy tube. The tear was on the proximal side at the junction of the shaft and neck flange. The tear caused a leak in the inflation system; therefore, the cuff would not remain inflated. No other issues were observed with the returned product sample. A review of the device history record could not be performed as not lot information was provided. The tracheostomy tube was confirmed damaged; however, inspection could not determine a definite root cause.